Event description:
A total hip arthroplasty was revised approx six years post-operatively because of a fracture in the modular hip stem prosthesis.

Manufacturer narrative:
An investigation of device history record shows product was manufactured to specification. Product not available for engineering evaluation.